Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged on (B)(6) 2017. The lead was repositioned on (B)(6) 2017. During an upgrade procedure on (B)(6) 2017 the lead was explanted and replaced. The patient's condition was good.